Event description:
A complaint was received with regards to a chemoclave® vented vial spike, 20mm that experienced particulate matter. The reporter stated that, the problem of the product occurred on (B)(6) 2024 with monoclonals. Some particles within the vial are making up the monoclonals. There was a spec of gray on the vial spike. Sample pictures provided. The photos show the vial spike has spec of grey. The product was detected prior to patient use. Medication involved was chemotherapy. There was no patient involvement, no delay in critical therapy and no patient harm noted.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The reported complaint of a grey particle could be confirmed from the photo provided. However, without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.